Manufacturer narrative:
(B)(4). It was reported that, a polarstem modular head for 21000662 tip was worn and needs to be replaced before breaking or other issues arise. As this was notice in a field inspection, not patient was involved. The device intended for use in treatment was returned for investigation. Upon visual inspection, signs of usage and scratches are shown throughout the surface of the returned product. In addition, a piece has been broken-off of the device. Hence, a relationship between the reported failure and the device could be confirmed. The production documentation was reviewed, no deviations from the standard manufacturing procedure were found. A complaint history review was performed. One more complaint with the same reported failure mode regarding the batch in question was found. Review of past corrective actions was performed. No further escalation is required. Based on the available information, it is not possible to speculate about factors which could have contributed to the reported event. Please note that according to document "processing (cleaning, disinfection, and sterilization) of instruments from smith & nephew orthopaedics ag" (lit. N°03389-en 1363 v3 11/19), all devices must be inspected and controlled for proper functioning after cleaning/disinfection. No further actions are deemed necessary at this time. Smith+nephew will continue to monitor this device for similar issues. The returned device will be scrapped.

Event description:
It was reported that, a polarstem modular head for 21000662 tip was worn and needs to be replaced before breaking or other issues arise. As this was notice in a field inspection, not patient was involved. Upon investigation the device was found to be fractured.